Event description:
It was reported that the patient had a fall in (B)(6) 2013. The patient had not felt any stimulation in the last year. It was noted that the patient thought they felt stimulation once or twice but they didn¿t. The patient followed up with their health care provider (hcp) and they told the patient to arrange an appointment for the patient to meet with the manufacturer representative at their office. It was reported that the patient last saw their hcp in (B)(6) or (B)(6) but then looked at their calendar and stated that they saw their hcp on (B)(6) 2014 and (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v829876, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not present for the fall specifically. The patient followed-up with a different health care provider (hcp) for lumbar issues post-surgery. It was noted that the patient was going out of town and would call when they returned and had met with their follow-up hcp. The intervention needed was that the battery was dead and the patient would be set up for a battery replacement.